Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they don't know who to talk to as far as who is going to change their battery because it is depleting rapidly since about a year ago. Patient stated they're working with a neurosurgeon, but wanted to know who their rep was so they could make sure they get an upgraded implant battery. Agent reviewed role of representative and redirected patient to healthcare provider (hcp). Patient repeatedly asked for the name of their rep and stated last time they called they were given a list of names. Agent reviewed requesting a rep through the healthcare provider. Patient became frustrated stating they're not getting anywhere with this phone number and disconnected the call. Agent was unable to ask managing physician due to nature of call.